Event description:
It was reported that the customer had a high blood glucose level but not hospitalized. The customer's blood glucose level was 600 mg/dl. The customer stated that they have a back up plan. The customer has not treated. The troubleshooting was performed. The customer discovered a loose drive support cap is flush. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the insulin pump need to be replaced. The customer is going to seek emergency care for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support cap was inspected and no anomaly was noted. However, the insulin pump was received with a cracked reservoir tube lip.